Event description:
While exchanging wires during a ptca procedure, it was not possible to insert a new wire through the balloon catheter nor was it possible to use the old wire that had been removed. At that time the pt became hemodynamically unstable for which a intra aortic balloon pump was inserted. Ultimately, the pt was sent to surgery.